Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tka for the patient¿s left knee joint. On (B)(6) 2020, it was confirmed that the spin-out occurred. The second surgery was planned on (B)(6) 2020 by reduction or replacing the tibial insert (p/n: 151630307). There was malalignment of tibia, and the implant was set as slightly medial rotation position. There was a possibility which the backward of the bone was cut oblique. No further information is available.